Event description:
Information received from the (B)(4) database. Treatment of an unruptured ica (internal carotid artery) sidewall saccular aneurysm measuring 15mm x 8mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013 and lost consciousness on (B)(6) 2013. A CT (computed tomography) scan demonstrated a massive subarachnoid hemorrhage and, subsequently, the patient expired on (B)(6) 2013.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation. (B)(4).